Manufacturer narrative:
(B)(4) the reported complaint of "balloon would not inflate" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "balloon would not inflate". The customer was unable to provide any addditional information surrounding this event.

Event description:
It was reported "balloon would not inflate". The customer was unable to provide any addditional information surrounding this event.

Manufacturer narrative:
(B)(4).